Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer did not change any supplies in order to resolve the occlusion alarms. There was no known impact to the customer's blood glucose (bg) level as the customer stated that they do not test their bg levels. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.